Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. MFR reference: 1221359-2022-04248 through 1221359-2022-04250.

Event description:
The customer reported three (3) false positive results with the determine hiv 1/2 ag/ab combo 25t for three patients performed on multiple dates. This MFR. Report addresses patient 1 of 3. The consumer reported a false positive result with the determine hiv 1/2 ag/ab combo 25t test on (B)(6) 2022 . Confirmatory testing was performed and generated a negative result, also customer confirmed patient was pregnant and test was performed before delivery. As per customer no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 170863 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 170863, test base part number 10732998 / lot 168092. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 170863 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference: 1221359-2022-04248 through 1221359-2022-04250.